Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, if explanted, give date: not applicable, the lens was removed. Patient left aphakic. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40e intraocular lens (iol) would not fixate after insertion into the patient's eye. The surgeon discovered that there was an anterior peripheral tear in the patient's capsule bag. An anterior vitrectomy was successfully performed. The wound was secured with 10-0 nylon suture. The patient was left aphakic and referred to a retina specialist. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 3/19/2020. Device evaluation: the product was received in its original packaging with the daisy wheel case. The lens was observed cut into pieces, which could be related to the removal process. Based in the information provided, the surgeon discovered that there was an anterior peripheral tear in the patient's capsule bag. The reported issue is not a device problem. There is no product quality deficiency identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed one additional investigation requests have been received for this production order number; however, this complaint meets the criteria for no further investigation per complaint handling procedures. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.